Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Later that same day, in a separate surgery, the lens was exchanged for a shorter length lens due to excessive vaulting and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).